Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a pump exchange, there was a pump stoppage for 3 seconds on the new pump. The pump was running on the patient at a stable, programmed fixed rpm. It was noted that the rpm ramped down, the pump stopped, then the rpm went back up and resumed normal function. It was reported that there was nothing being done at the time of the pump stop that would have been abnormal for a standard implant or device replacement. The patient was not symptomatic during the event. The system controller was exchanged.

Manufacturer narrative:
The reported event of a pump stoppage was confirmed based on the information recorded in the log file. Based on the recorded information, the event occurred when the system controller was connected to a power module and persisted for approximately 3 seconds. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. During the evaluation, the atypical event recorded in the log file was not reproduced. Although the pump stop event was not reproduced during testing, similar incidences have been reported and are being addressed through the manufacturer¿s corrective and preventative action (CAPA) system. The returned system controller was manufactured prior to the implementation of this CAPA. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day. The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.